Manufacturer narrative:
The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the intraocular lens (iol) was implanted the patient had a decrease in distant and color vision in the left eye. The patient experienced some issues seeing vibrant, contrast in colors. An iol exchange was performed. Another johnson & johnson iol was implanted as replacement (different model, dib00, different diopter +22.5). Mst micro forceps and scissors were used to bisect the lens and the two pieces were removed after slightly enlarging the original primary incision with a 2.5 mm microkeratome blade. There was no patient injury. The patient has no complaints post-operatively as of (B)(6) 2022. The explanted iol was discarded. No further information was provided.